Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided.

Event description:
The doctor reports that the dental implant loaded in position number #17 failed because it fractured at the neck. The doctor confirms that the implant was removed and a new one was placed. The doctor confirms that the patient did not suffer any negative impact on his health as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the threads. Additionally, there was bone residue around the external threads due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (product was fractured). Pre-existing condition noted on the per was 'low bone density - type IV'. The reported device was in an tooth location 17 (fdi) and was used for approximately 15 years, 5 months. X-ray & picture evaluation: the customer did provide x-ray (B)(4) xray.pdf); however, the x-ray was not utilized to analyze the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022). Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review: DHR review was completed for the subject lot number 442564. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 442564 for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. Post market trend review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.